Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during routine visit in the rehab center the vad coordinator recognized that he was able to hear the sound of the running pump while standing next to the patient. This happened while the patient was laying. When the patient moved to a sitting position the sound of the pump could no longer be heard. There were no alarms and there were no negative effects for the function of the pump. On (B)(6) 2021, the patient was transplanted. The device was explanted and will not be returning for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files showed that the pump was operating as intended. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this investigation. It was reported that during a routine visit in the rehab center on (B)(6) 2021 the ventricular assist device (vad) coordinator recognized that he was able to hear the sound of the running pump while standing next to the patient. This happened while the patient was laying. The sound of the pump could no longer be heard when the patient was in a sitting position. The submitted controller event log file captured the pump functioning as intended at the set speed prior to and immediately following the pump stop event, which occurred due to an electrostatic discharge (esd) event. No other atypical events or alarms were captured. Additional information communicated on 30dec2021 that there were no alarms for this event. The vad coordinator was able to hear the pump while standing next to the patient without the use of a stethoscope. The phenomena was related to the patient¿s position. They hypothesized that in some locations the pump was touching a rib, which created a resonance sound effect. There were no negative effects to the pump¿s function. It was reported that the patient was transplanted on (B)(6) 2021. The device was explanted and was not returned for evaluation. Additional information communicated on 20jan2022 stated that, based on a review of the patient¿s records, there were no device related issues at the time of patient outcome. No further information could be communicated due to hospital policy. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instruction or use (IFU) and the heartmate 3 lvas patient handbook are currently available. The sections entitled ¿introduction¿ and ¿living with the heartmate 3¿ state to call your hospital contact right away if you notice a change in how your pump sounds, feels, or works. Even small changes should be reported. The section entitled ¿handling emergencies¿ explains to ¿call your doctor right away if you notice a sudden change in how your pump is working (even if there is no alarm). Remember, you know best what is normal for you and your pump. The patient handbook instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. Section 6 of the hm3 IFU, "patient care and management" (under "postoperative patient care"), warns that static electricity can cause the lvad to stop and explains how it can be avoided. Section 6 (under "static electric discharge") explains that strong static discharges should be avoided. Additionally, the safety testing and classification tables in appendix c of this document include electrostatic discharge information. Section 1 of the hm3 patient handbook, (under "general warnings"), warns the user: -do not touch television (tv) or computer screens while you have the pump. Tv and computer screens have strong static electricity. A strong electrical shock can damage electrical parts of the system and cause the pump to stop. -avoid activities and conditions that may induce strong static discharges (for example, touching a television or computer monitor screen) as electrostatic discharges may damage and/or interfere with the electrical parts of the system, and may cause the lvad to perform improperly or stop. Section 4 "living with the heartmate 3" contains a section on "static electricity", in which the user is warned to avoid activities that may cause static electricity and to discharge any built up esd by touching a metal surface before handling lvas components. Additionally, the testing & classification tables in section 9 of this document include electrostatic discharge. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The reason for the transplant was not provided.